Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture was broken when the doctor used it. Additional information has not been provided due to privacy protection.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 11,880 units of this code-batch. There are no units in our stock. We have received two open and used samples with the thread broken. We have checked both used sutures and we have noticed that there are marks of a needle holder or other surgical instrument in the attachment area between the suture and the needle. The needles and threads have been damaged during handling and the threads broke most probably due to a wrong handling not according to the instructions for use of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As stated in the instructions for use of the product, when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: in spite of receiving defective samples, without closed samples a suitable analysis cannot be performed. The case is considered not confirmed by evidence of the samples received. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.